Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, the forceps needle bent to the side and caused damage to the inside of the biopsy channel of the olympus scope. No tissue samples were obtained with this device, and no jaw functionality issues were reported. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; jaws wont close properly.

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). The complainant was unable to provide the exact procedure date, but reported it was approximately (B)(6) prior to (B)(6) 2011. (B)(4). A visual examination of the returned device found that the needle was bent. No abnormalities were noted with the device riveting and crimping which were within specifications. Functionally, the device jaws would open, but failed to close properly due to the bent needle condition. The condition of the returned incident device was consistent with the complaint; needle bent. However, the evaluation found that the jaws failed to close properly due to the needle bend. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).